Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 50 units after delivering a bolus of 7 units. Blood glucose level was 157 mg/dl. Reportedly, the customer declined to perform troubleshooting with tandem technical support.